Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (unknown arcticgel pads) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was getting low flow. The target temperature was 33c, patient temperature was 35.6c and water temperature was 6c. The patient was using bladder probe and 4 arctic gel pads with good coverage. Mss went through all troubleshooting. Nurse was going to look for new arctic sun device. If the user could not find a new arctic sun device, they would switch the pads out. Per follow up after 30 minutes, there was no second machine available. Nurse switched pads out and the flow rate was now 2.8 l/min. Mss explained to hold onto old pads in case they need to be shipped back. Per follow up via nurse on (B)(6) 2021, therapy was completed with a new set of arctic gel pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting low flow. The target temperature was 33c, patient temperature was 35.6c and water temperature was 6c. The patient was using bladder probe and 4 arctic gel pads with good coverage. Mss went through all troubleshooting. Nurse was going to look for new arctic sun device. If the user could not find a new arctic sun device, they would switch the pads out. Per follow up after 30 minutes, there was no second machine available. Nurse switched pads out and the flow rate was now 2.8 l/min. Mss explained to hold onto old pads in case they need to be shipped back.